Event description:
Right marked bleed/incipient rupture. A 43 yr old white 62 female status post bilateral subglandular 240cc heyer schulte gels 6-12-74 for augmentation. She reports right contracture within first yr after surgery but complained of pain for 5-6 yrs. Decreased, no trauma. Positive systemic arthralgias, myalgias, paresthesias, fatigue, adenopathy, fevers, hot flashes, sweats, neurocognitive problems, rashes, hair loss, gastrointestinal/genitourinary problems etc...healthy ex-smoker. Exam positive for blistering rash chest and upper extremities, mild sclerodactylia, right iii contracture, left ii, moderate "supraclow" fullness right greater than left. Mammogram 1993 within normal limits. Symptoms 9/14/93 positivie right marked bleed. Bilateral thin capsule, contracted with calcium "paten" edge darkening weight of 230 right, 235 left with "fibrous only."